Manufacturer narrative:
Analysis shows no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient was revised due to complications.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The primary surgical notes were provided and reviewed. The product was not returned.evidence that product in specification when used.